Event description:
A customer dropped cell #5 of 0.8% resolve panel a and she cut herself in the process of cleaning up the broken vial. The customer washed the wound and went to the ER. No sutures were required, customer returned to work.